Event description:
It was reported that this pacemaker was part of a system revision due to lead vegetation and unrelated fungal growth near the lead. The patient requested extraction to stop medication related to the growth. The leads were explanted, and this device remains in service. There were no additional adverse patient effects reported.